Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on may 14, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Hp the associated system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. There was no mention of testing for the handpiece. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the irrigation fluid did not flow and the device did not aspirate due to continuous occlusion during setup prior to surgery. The procedure pak, handpiece and phaco tip were replaced to initiate and complete the surgery. There was no patient involvement.